Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. The shaft, hypotube, and bonds were microscopically and visually examined. There is tip damage. The hypotube was completely separated 75.5cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube and shaft kinks. There is no evidence that the device failed to meet applicable product specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesions were located in the 80% stenosed left anterior descending artery, 60-70% stenosed left circumflex artery, and 100% stenosed right coronary artery. A 2.5mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during the procedure, the device delivery shaft fractured over 15cm from the hub. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesions were located in the 80% stenosed left anterior descending artery, 60-70% stenosed left circumflex artery, and 100% stenosed right coronary artery. A 2.5mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during the procedure, the device delivery shaft fractured over 15cm from the hub. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.